Event description:
Procedure: resection. Pt sex: unk. The original info reported to the co on july 7, 2006 did not indicate a reportable event. However, upon receipt of the device for evaluation in 2006, it was observed that a small tissue remnant was left between the staple cartridge and anvil. This indicates that the device may have been cut off of tissue to remove it therefore, this report was changed to an MDR reportable event.